Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event after a high carb dinner and ice cream. The patient fell, but the fall was not diabetes related. The daughter disconnected the patient from the pump. They forgot to pause insulin delivers on the pump and were concerned about reconnecting since the pump though there was a lot of iob when there was not. The agent advised that the pump uses blood glucose readings from the sensor to decide if a delivery in necessary, and that the deliveries will likely be small since it thinks a lot of insulin has already been delivered. The patient's daughter verbalized understanding and will change out the cd infusion set before reconnecting the patient to the ilet. During the hyperglycemic event the patient's daughter helped out of kindness, and outside assistance was not required. The patient was out of range for more than 90 minutes, and they did not report having any symptoms.